Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. It was reported that on (B)(6) 2010 the patient underwent a mesh revision. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat cystocele and rectocele and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, infection, urinary problems and dyspareunia.

Manufacturer narrative:
Date sent to the FDA: 04/19/2016, it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with anterior and posterior repair, vaginal extraperitoneal colpopexy, and placement of graft x2 for pelvic support defects. It was reported that following insertion the patient experienced recurrence, bleeding, bowel problems, and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2010. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05929. The same patient is represented in each medwatch.